Event description:
The customer called the affiliate service call center because the device did not work: it showed error l3-002. The failure was confirmed and the device repaired. The motor adapter was cracked and it was replaced. The following were replaced: 1.compression coupler washer and front bracket. After the service the device was returned to the customer.